Event description:
The zenith aaa endograft was deployed according to the instructions for use. During the removal of the main body delivery system, the dilator appeared to be connecting with the graft material and creating friction during withdrawal through the present tortuosity in the aorta. From all indications it appeared that the graft had been pulled down approx 5 millimeters from the deployed location. Completion angiogram revealed 5-8 millimeters of the aorta below the lowest renal artery that was not covered by graft material. A decision was made to deploy a main body extension to extend the graft and provide coverage of the aorta to the renal artery for future protection had prevention of a type I proximal endoleak. No pt complications resulted.